Manufacturer narrative:
Manufacturing site: (B)(4), registration number: 3009121749. Information regarding additional intervention was notified on (B)(6) 2020; therefore, the date of this report and the date received by the manufacturer were considered the date the additional information was received. Both confianza pro 8-20 guide wire and corsair pro xs microcatheter were returned for evaluation. The guide wire was inserted inside the microcatheter when those were returned and the distal part approximately 12mm of the guide wire was out of the microcatheter tip. The proximal part of the guide wire was cut off as well as the proximal part of the microcatheter. The tip of the microcatheter was deformed by twisting. Both devices were stuck one another and unable to be separated. Under the x-ray, the coil of the guide wire under the twisted tip of the microcatheter was found partially stretched and partially tightened. The inner braid tube of the microcatheter proximal to the tip was found disarranged due to accumulated torsion. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with manipulation on the microcatheter had most likely contributed to the reported difficulty in removal. The applied torsion would accumulate and exceed the product design limit when the tip was being caught and restricted its movement by the lesion, and therefore, made the tip deform and the braid tube disarrange; the guide wire in the microcatheter lumen was unable to be removed because the catheter lumen became smaller in size. The observed stretching and tightening of the coil was likely caused during removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: - [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; - [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, - [malfunction and adverse effects] removal difficulty of guide wire.

Event description:
It was reported that an asahi confianza pro 8-20 guide wire became stuck with an asahi corsair pro xs microcatheter during a pci to treat a moderately calcified cto in the rca #2. The two devices were used together in attempts to cross the lesion when they were noted to be stuck with each other in the lesion. Because both devices were difficult to be removed, the proximal shaft of the corsair pro xs was cut to deliver a guiding catheter over the corsair pro xs. Both confianza pro 8-20 and corsair pro xs were successfully removed from the patient. The pci was successfully completed with reestablished blood flow by stent deployment. There were no adverse patient effects associated with this event.